Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure that there were repeated c-30 errors against the integrated electro surgical unit (iesu). The site tried both iesu ports, changed instrument cords, and the instrument, but issue remained. The intuitive tech support engineer (tse) had the customer power cycle the iesu and the fault remained, the tse then had the customer power cycle the system and iesu; the c-30 error was still present. The surgeon continued with the case using short bursts of monopolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified c-30 error and replaced the integrated electrosurgical unit (iesu) generator to resolve the issue. The iesu unit was returned for failure analysis and the reported failure (c-30 error) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a pyeloplasty procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: after the start of the procedure there were repeated errors against the integrated electro surgical unit that were not able to be resolved. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.